Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 38 x 2.50 promus premier drug-eluting stent was selected for treatment. However, when advancing the device, the delivery shaft was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.